Event description:
It was reported that the right ventricular lead exhibited sensing noise causing inappropriate shock. The physician decided to turn off therapy to prevent further shocks. No further intervention was performed. The patient was in stable condition.